Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-02205, 1221359-2021-02206.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 respectively. This MFR. Report addresses patient 1 of 2 and is one (1) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Confirmation testing (x2) on nasopharyngeal swab with smart gene on (B)(6) 2021 and pcr on (B)(6) 2021 generated two negative results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
Additional information update: the customer reported two (2) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 respectively. This MFR. Report addresses patient 1 of 2 and is one (1) of three (3).

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149383 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m149383, test base part number 190-430 / lot: m149383. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149908 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR. Report: 1221359-2021-02205 1221359-2021-02206.